Manufacturer narrative:
A ge svc rep performed an on site investigation. The table sensor board was replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.

Event description:
It was reported that the magnification mode and the collimator switch on the 2600 system would not work. No pt injury was reported.